Event description:
It was reported that the patient complained of electrical shock during lead impedance measurement test and the lead has fluctuating impedance readings. Trend data indicated a large number of sensing integrity counts (sic). The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4): we did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data show various spike increases for max a pace equal to 368 to 992 ohms range between (B)(6) 2010 and (B)(6) 2012.